Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on july 07, 2022 with lot number 2270686. Visual analysis of the returned device identified one extended opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp edge opening in the shell with stress marks and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp edge opening in the shell with stress marks in the side radius assessed as surgical impact opening.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.